Event description:
At[redacted], as we were about to place the ivc [inferior vena cava] filter deployment device over the wire the ivc filter disengaged from the device and fell on the floor. A replacement was not available at the time. We were able to get 2 ivc filters sent to the hospital from [redacted] and the procedure will be attempted again today at 3:45pm.